Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. Further in situ measurements show one channel with hi status in 2019 due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user slipped and fell and hit his head on the implanted side. After the incident the user could no longer hear with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user slipped and fell and hit his head on the implanted side on (B)(6)2020. After the incident the user could no longer hear with the device. Replacing the processor did not improve the outcome. Before the trauma the user had good benefit from the device. The user was re-implanted on (B)(6)2020.

Manufacturer narrative:
The device has not been explanted. Once it is explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user slipped and fell and hit his head on the implanted side. After the incident the user could no longer hear with the device. Revision surgery is planned for (B)(6) 2020.